Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed a "bridge test failed" message. Complainant indicated that there was no pt involment in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.